Event description:
The customer reported that during the defib test segment of the user initiated shift check, the device displayed error 8 (error code 00008).

Manufacturer narrative:
(B)(4).the customer reported that during the defib test segment of the user initiated shift check the device displayed error 8 (error code 00008). This condition presented user initiated shift check. There was no pt involvement. The local philips representative reported having resolved this malfunction by replacing the printer.